Event description:
The customer stated that she was hospitalized for high blood glucose levels, with a reading of 597 mg/dl. Prior to the event, the customer had nothing to eat, and her blood glucose was 388 mg/dl, then 489 mg/dl an hour later. The customer was dizzy and had a headache, and decided to go to the hospital. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. Advised that the tubing clamp would be mailed. Advised to call back to conduct the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.